Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to g2 and h8. Please see updates to g2, h4, h6, h8, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause of the laser connector snapping causing a fire could not be determined, as the fiber was not returned for evaluation. The following is included in the instructions for use: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned yet. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the laser connector snapped from the laser fiber and started to cause a fire from the connector. It is unknown when the problem was identified. There was no harm or user injury reported due to the event.